Event description:
It was reported to depuy acromed that a summit oct rod broke 4 months post-operatively. According to the complaintant, the rod broke at the c6-7 location. The pt has no adverse consequences due to the breakage. The pt has had a successful fusion and there are no plans for explantation. The part number and lot number were not reported. An investigation of the product was not possible. The rod remains implanted. The most likely cause of the event is excessive force placed on the rod following successful fusion. If the device is not removed after fusion, bending, loosening, and/or breakage can occur. This is stated in the labeling provided with the device. No further action is required.